Event description:
The customer reported a large puddle of clear fluid leaked underneath the right side of the unit involving coulter act diff 2 analyzer. The customer indicated the fluid had spilled onto the printer, but it was functioning. The customer had on only gloves during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer has an exposure risk management plan at the facility. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered the probe wipe block was leaking. The fse replaced the probe wipe block and tubing at line vl8 to resolve the issue. The unit conformed to the manufacturer's published performance specifications. Probe wipe block. (B)(4).